Manufacturer narrative:
Additional information received: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the cause of the reported high gradients was likely due to pannus overgrowth on the inflow side and thrombus formation on the outflow. Although the cause of pannus and thrombus could not be determined, these are known failure modes for bioprosthetic heart valves. In addition, the noted stent distortion may have also contributed to the high gradients. This distortion may have occurred either during the implant or the explant procedure. (B)(6).

Event description:
Medtronic received information that 19 months post implant of this bioprosthetic valve, the patient presented with shortness of breath and dizziness. The patient experienced three episodes of blurry vision and dizziness. The patient had an echo performed and had a peak gradient to 92mmhg and a mean gradient of 52mmhg. The physician felt the gradients were too high and chose to explant the valve and replaced it with another manufacturers device. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped with the stent posts distorted. All leaflets were stiff due to host tissue on the inflow and outflow but slightly flexible along the free margins and lunula where host tissue did not extend. All leaflets appeared intact. All commissures were intact. Pannus remained attached to the sewing ring on the inflow, extending to the tissue and base stitching, into all inferior coaptive areas, and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus remained attached to the sewing ring on the outflow, to the outflow rail adjacent to the right and non-coronary cusps and back to the non-coronary left stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan thrombotic appearing host tissue partially filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and thrombotic tissue. These finding are generally considered patient related conditions. The device history review is in process, once the review is complete or if additional information is received a supplemental report will be submitted. (B)(4).